Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. No action was taken as according to trends the threshold has been stable at this value, and outputs were at adequate safety margins. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.